Event description:
Pain, vision, ibs, anxiety, irritation, brain fog, almost all symptoms and diagnosis with fibromyalgia its terrible. I just want them out and don¿t have the money to do it, seen a doctor going to be about (B)(6).